Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Battery/(B)(4)/cat#1650de /exp. Date: 2018-08-31, UDI#: (B)(4), return date: 2018-02-01, device evaluation anticipated, but not yet begun, mfg. Date: 2017-08-31, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a high priority alarm and was a symptomatic. It was stated that the alarm cleared on its own without intervention. When investigating the cause, the controller was reporting that the trough value was 0. Even after the high priority alarm had cleared the trough value presented as 1.2 on the controller. When the controller was connected to the monitor the value of the trough was at 2.5. The monitor presented normal waveforms, flow and power. There was no indication that the patient sustained any injury. The patient remained asymptomatic. The alarm files indicated that there was a critical battery, for the battery connected to power connection 2. The patient changed this battery out and this battery will be returned and replaced with a new battery. The patient stated that there was continued small 'beeps' from the controller that were are not associated with any alarm. The patient previously made the decision to exchange the controller at his home. The patient sustained no injury or complications from the exchange. It is possible that the exchange may have caused some damage to the pins of the driveline or the connection in the controller. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller, con305301, and five batteries (bat554679, bat584601, bat584623, bat555984, bat556988) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries (bat554679, bat584601, bat584623, bat555984, bat556988) revealed that the devices passed visual examination and functional testing. Failure analysis of the two controllers revealed that the devices passed functional testing. Visual inspection of controller con305301 under 10x magnification revealed a hairline crack around power port 2. An internal inspection did not reveal evidence of fluid ingress. Visual inspection of controller con307951 under 10x magnification revealed hairline cracks around power port 1, 2 and a crack on the corner of the housing. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks on both controllers were not related to the reported event. The most likely root cause of the crack on the corner of con307951's housing can be attributed to the handling of the device. Based on the investigation conducted by the manufacturer, the root cause of the hairline cracks around the power ports was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. Log file analysis revealed that controller con307951 was not in use during the event date (01-12-2018). No data or alarm files for c ontroller con307951 were submitted for analysis. Review of controller con305301¿s alarm file revealed one (1) critical battery alarm involving bat584601 was logged on 01-12-2018 due to a communication error between battery and controller. Review of the data file revealed three (3) premature power switching events that were due to momentary disconnections involving bat584623, bat584601, bat555984. Multiple momentary disconnections were also observed involving bat584623, bat584601, bat556988, bat555984, bat554679. Momentary disconnection will result in an audible tone or "beep". As a result, the reported event was confirmed. The controller 2.0 has a feature that displays peak and trough values on the controller display; the peak is the highest flow value while the trough is the lowest flow value. Trough values may be negative in causes of ventricular suction. When the trough is negative, a software coding error will incorrectly display the peak and trough value as "12" on the controller display. The correct value should be the actual negative value from -0.1 to -2.0 liters per minute (l/min), or the message ¿2¿ for values less than -2.0 l/min. It is likely the trough value of 12 may have been perceived as 1.2. The most likely root cause of the different trough value displayed on controller con305301 can be attributed to a software coding error, which incorrectly displays peak and trough values as "12" when peak or trough is less than 0.0 l/min. The most likely root cause of the critical battery alarm can be attributed to a communication error between the controller and battery. The most likely root cause of the premature power switching events can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the "reported beeps" may be attributed to momentary disconnections between the controller and battery. Momentary disconnections has been investigated by the manufacturer under an internal investigation other devices involved in this event: brand name: heartware ventricular assist system ¿battery d4: battery/ bat554679/ model#: 1650 / catalog#: 1650 / expiration date: 2018-05-31 / UDI#: (B)(4) / d10: yes / return date: 2018-02-16 / device evaluated by MFR: yes / h4: mfg date: 2017-05-31 / labeled for single use: no / h6: patient code(s): c76143 / h6: device code(s): c63030 / h6: FDA method code(s): 10, 4112 / h6: FDA results code(s): 3213 / h6: FDA conclusion code(s): 12 additional products: battery/ bat584601 / h6 FDA method code(s): 10, 4112 / h6 FDA results code(s): 3213 / h6 FDA conclusion code(s): 4307, 12 other devices involved in this event: / brand name: heartware ventricular assist system ¿battery / d4: battery / bat584623/ model#: 1650de / catalog#: 1650de / expiration date: 2018-08-31 / UDI#: (B)(4) / concomitant medical products: yes / return date: 2018-02-16 / device evaluated by MFR: yes / h4: mfg date: 2017-08-31 / labeled for single use: no / h6: patient code(s): c76143 / h6: device code(s): c63030 / h6: FDA method code(s): 10, 4112 / h6: FDA results code(s): 3213 / h6: FDA conclusion code(s): 12 other devices involved in this event: brand name: heartware ventricular assist system ¿battery / d4: battery / bat555984/ model#: 1650 / catalog#: 1650 / expiration date: 2018-05-31 / UDI#: (B)(4) / concomitant medical products: yes / return date: 2018-02-16 / device evaluated by MFR: yes / h4: mfg date: 2017-05-31 / labeled for single use: no / h6: patient code(s): c76143 / h6: device code(s): c63030 / h6: FDA method code(s): 10, 4112 / h6: FDA results code(s): 3213 / h6: FDA conclusion code(s): 12 other devices involved in this event: / brand name: heartware ventricular assist system- battery / d4: battery/ bat556988/ model#: 1650 / catalog#: 1650 / expiration date: 2018-06-30 / UDI #: (B)(4) / concomitant medical products: yes / return date: 2018-02-16 / device evaluated by MFR: yes / h4: mfg date: 2017-06-30 / labeled for single use: no / h6: patient code(s): c76143 / h6: device code(s): c63030 / h6: FDA method code(s): 10, 4112 / h6: FDA results code(s): 3213 / h6: FDA conclusion code(s): 12 other devices involved in this event: brand name: heartware ventricular assist system ¿controller 2.0 / d4: controller / con307951/ model#: 1420 / catalog #: 1420 / expiration date: 2018-07-31 / UDI#: (B)(4) / concomitant medical products: yes / return date: 2018-02-16 / device evaluated by MFR: yes / h4: mfg date: 20107-07-31 / labeled for single use: no / h6: FDA method code(s): 10, 4112 / h6: FDA results code(s): 180 / h6: FDA conclusion code(s): 12, 19. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that an additional battery was power switching. The battery remained in use.

Manufacturer narrative:
Product event summary: the battery was not returned for evaluation. No failure detected during log file analysis of this battery. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: model 1650 serial number: (B)(6). Expiration date: 30-apr-2108 UDI: (B)(4). D10: no h3: yes h4: mfg date: 30-apr-2107 h6 patient codes(s): c76143 h6 device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that after routine log file review, three of the batteries were indicated to have had a communication error.

Manufacturer narrative:
Corrected: b5, h6, h10 product event summary, h10 additional products product event summary: two controllers ((B)(6)) and five batteries (bat554679, bat584601, bat584623, bat555984, bat556988) were returned for evaluation. One battery (bat553983) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controllers revealed that the devices passed functional testing. Visual inspection of controller (B)(6) under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. Visual inspection of controller (B)(6) under 10x magnification revealed hairline cracks around both power ports and a crack on the corner of the housing. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks on both controllers were not related to the reported event. The most likely root cause of the crack on the corner of (B)(6) housing can be attributed to the handling of the device. Based on the investigation conducted, the root cause of the hairline cracks around the power ports was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. Log file analysis associated with (B)(6) revealed that the controller was not in use during the time of the reported event. Log file analysis associated with (B)(6) revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Data log files revealed multiple instances involving bat556988, bat554679 and bat553983 where the battery¿s relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Analysis of the data log file revealed several premature power switching events due to momentary disconnections involving bat584601 and bat555984, as well as several momentary disconnections that did not lead to premature power switching involving bat554679, bat584601, bat584623, bat555984 and bat556988. Momentary disconnection will result in an audi ble tone or "beep". Analysis of the alarm log file revealed one (1) critical battery alarm logged on 12-jan-2018 due to a communication error involving bat584601. As a result, the reported event was confirmed. The controller 2.0 has a feature that displays peak and trough values on the controller display; the peak is the highest flow value while the trough is the lowest flow value. Trough values may be negative in causes of ventricular suction. When the trough is negative, a software coding error will incorrectly display the peak and trough value as "">12"" on the controller display. The correct value should be the actual negative value from -0.1 to -2.0 liters per minute (l/min), or the message ¿<(><<)> 2¿ for values less than -2.0 l/min. It is likely the trough value of 12 may have been perceived as 1.2. The most likely root cause of the different trough value displayed on controller (B)(6) can be attributed to a software coding error, which incorrectly displays peak and trough values as "">12"" when peak or trough is less than 0.0 l/min. The most likely root cause of the critical battery alarm can be attributed to a communication error between the controller and battery. The most likely root cause of the premature power switching events can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the "reported beeps" may be attributed to momentary disconnections between the controller and battery. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. Additional products: battery bat553983 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 battery bat554679 h6: FDA conclusion code(s): 4307 battery bat556988 h6: FDA conclusion code(s): 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.